Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with common failure was confirmed and duplicated by baxter service personnel. The assignable cause of this condition was determined to be a depleted/defective main battery. The device was returned unrepaired to the customer due to other obsolete parts. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a common failure was confirmed and duplicated by baxter service personnel. Additional information regarding assignable cause and repairs will be submitted in a follow-up medwatch when available.

Event description:
The facility representative reported a flo-gard infusion pump with a common failure. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.